Event description:
Additional information was received confirming the event occurred during a preventive maintenance check-up. There was no patient injury or adverse effects.

Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked tank cover, chipped and marked enclosure, and faded line cord and pole clamp. The reported issue was confirmed during functional testing when the device failed to pump. The investigation traced the issue to the device pump, which was determined to be faulty. However the investigation could not identify a root cause for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump, power switch, enclosure, tank cover, line cord, pole clamp, and front cover were replaced and preventative maintenance was performed.

Event description:
It was reported that the pump was not pumping. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.